Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump malfunction, assisted caller with completing reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned, which caller acknowledged and understood.